Event description:
The customer reported the sys displayed a cine disc unavailable error message and the loss of cine functionality. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cine disc was replaced. The sys was then found to be operating as intended.